Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to moisture damage inside faulty force sensor system. The motor passed motor test. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 201 mg/dl. No further details were given.